Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the mid right coronary artery (rca), the 2.5 x 23 mm xience alpine stent delivery system (sds) was being advanced when anatomical resistance was noted. Prior to reaching the target lesion, under fluoroscopy, a gap between the proximal edge of the stent and the proximal marker was visualized, so device removal was attempted, but resistance was noted, so the sds and guide catheter were removed as a single unit. After removal from the anatomy, the stent implant was noted to be bunched/accordion, which was felt to be the cause of the resistance during removal. The procedure was successfully completed with a different guide catheter and xience alpine stent. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.